Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case on the left corner was cracked, the bottom case was cracked by l-bracket, and both plunger cases cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test the motor rate error was duplicated. The reported issue of top case cracked was confirmed during the visual inspection. The root cause of the motor rate error was the worm coupling and old style worm gear showed signs of normal wear as the pump in over 11 years old. Replaced old motor mount, old worm gear, and worm coupling. Also replaced lead screw, clutch spring and both clutch halves as a preventative measure. Performed power up process, preventative maintenance occlusion test and all functional tests which passed. The root cause of the cracked case was due to customer impact. Replaced the top case.

Event description:
It was reported that the pump was cracked on the corner of the case and exhibited a motor post-error when performing flow test. No patient injury or involvement was reported.